Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was not providing power and had a torn cable with exposed wires. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one battery was not returned for evaluation. The reported event cannot be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not providing power can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, improper weld and/or due to a soldering defect. Events involving a torn outer cable with exposed wires can be attributed to wear and/or to handling of the device. If information is provided in the future, a supplemental report will be issued.